Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the right femoral artery. The 95% stenosed, type b target lesion was located in the calcified mid circumflex artery (cx). A 300cm choice floppy guide wire was advanced to the lesion and a 2.0x8mm apex balloon was used to predilate. A 2.5x12mm promus stent delivery system (sds) was advanced but did not cross the lesion. Next, the guide wires were exchanged and a new 2.5x12mm promus sds was advanced and deployed. A 2.25x8mm taxus liberte atom sds was advanced with moderate force but did not cross the lesion. The guide wires were exchanged again but the sds still did not cross. Upon removing the device, the stent dislodged inside the guide catheter at the touhy. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.